Event description:
Ous MDR - information about the suspected early battery depletion of this device was reported. The device has been already explanted, but remains at the hospital. On (B)(6) 2013: in the last follow up the calculated eri showed 1y.2mo. On (B)(6) 2013: during the follow up, this device could not be interrogated and the physicians suspected early battery depletion. They tried using two different programmers but the telemetry was not successful, and the magnet rate was 80ppm. On (B)(6) 2013: the device was explanted and replaced. It was reported that the all the device measurement were normal.

Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be within specification. Upon receipt, the pacemaker was visually inspected revealing no anomalies. Next, the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. Furthermore, the pacing mode indicated that the pacemaker was operating in eri mode. During the analysis a reset of the pacemaker was performed using a technical programming tool. Subsequently the device was interrogatable and the pacemaker's memory content was analysed. The analysis revealed that the clinical observation was caused due to an invalid memory content. After the correction of the invalid memory content, the pacemaker was operating as expected. The device was implanted for 74 months. The amount of charge taken from the battery was verified. The battery status eri was found to be anticipated. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified in eri mode. The analysis did not reveal any sign of a material or manufacturing problem and the battery condition was found to be anticipated.